Event description:
It was reported that the patient¿s wife stated that they had been using touchless. But recently, their husband had been leaking everywhere, and they had an issue with the part that goes into the bag. They were using 4a5144/ngnl1999. It was unclear what issue the patient was having (nothing goes into the bag; rather, the catheter exits the bag). The urologist sounded like they suggested to trying a red rubber version. 4a2045 was offered as the red rubber version. The patient's wife stated that they would have their husband, called into bd product complaints directly once they were returns home as they would be better able to articulate the issue they were had.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.